Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was reported that the insulin pump was beeping every 10 seconds and setting were done for the high and low alerts. The customer assisted with troubleshooting. Customer was advised to call back if issue recurs. The insulin pump will not be returned for analysis.